Event description:
It was reported that the pt was hospitalized for hypoglycemia. The pt's mother stated that the pump was primed while the pt was attached to the infusion set and insulin was delivered during the load cartridge step.

Manufacturer narrative:
Prior to the hospitalization, the pt's mother reported that the pump emitted loss of prime warnings. The pump was returned to animas for evaluation. Evaluation revealed damage to the force sensor pins. It was reported that the pump was primed while the pt was attached to the infusion set. The user guide instructs users to disconnect from the infusion set prior to initiating the prime / rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set prior to initiating the rewind of the motor. The user must manually confirm this alert before proceeding with the rewind process.